Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system by connecting with the customer remotely and confirmed that the system was not starting up. The philips field service engineer (fse) inspected the system onsite and confirmed that the dcps (digitally controlled power supply) that is supplying the power to the m-cabinet network switch was dropping down intermittently which caused the miscommunication with system components and the host pc and drop down the power tsm (touch screen module). The tsm issue was addressed in a separate case. The fse replaced the host pc and the power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the host pc along with the power supply and returned the system to use in good working order.